Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a low flow software update was requested per protocol. The patient had low flow alarms due to left ventricle (lv) cavity size and had been on low flow software since 2023, and an update was needed now due to the patient requiring a new system controller. The patient's system controller face was worn, and audible alarms were muffled which was assumed from occupational hazard. The patient worked as a landscaper with the system controller exposed to excessive amounts of dirt and dust. The patient was asymptomatic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller¿s face being worn and the alarms being muffled could not be confirmed through this analysis. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis, and there were no photos submitted of the damage. Log files were not submitted to review. Additional information indicated that the controller was disposed of and would not be returned. A root cause for the reported events could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU and heartmate 3 patient handbook are currently available. The IFU section 8, entitled ¿equipment storage and care¿ and the patient handbook section 6, entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The IFU section 6, entitled ¿patient care and management¿ and the patient handbook section 4, entitled ¿living with the heartmate 3¿ addresses the system controller¿s carrying options, how to properly place the system controller into each carrier and emphasizes the designs specificity for the device and level of activity. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.